Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a sudden decrease in bone threshold and is no longer considered a baha candidate resulting in the decision to explant the device. The device was explanted on (B)(6) 2016.